Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broke during surgery. Probable root cause: design, insufficient handle/carriage/shaft assembly design to support impaction loads, insufficient raw materials selected, process, inadequate molding parameters, application, excessive force, mechanical stop not removed from inserter handle. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.